Manufacturer narrative:
Patient identifier: (B)(6). (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens -13.5/1.5/106 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022 as a replacement lens to address low vault but it did not resolve the problem. Lens remains implanted. The reporter stated that patients vision ucva is 20/20 and that the doctor decided to continue to monitor. See MFR # 2023826-2022-02832 for claim against the initial lens.